Event description:
The pt was implanted with biventricular support (pvad lvad and pvad rvad). It was reported by the vad coordinator that the pt is experiencing an infection (pseudomonas bacteremia) and is being treated with antibiotics.

Manufacturer narrative:
The pvad rvad remains in use supporting the pt. (Reference MFR report # 0002916596-2013-00568 for pvad lvad). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.